Event description:
It was reported that on (B)(6) 2010, after pre-dilatation of the lesion and intravascular ultrasound (ivus) was performed, a 2.75 x 28 xience v stent was implanted in the left anterior descending (lad) artery. The xience v was not implanted well, so post dilatation was performed. Ivus was done and the procedure was completed. On (B)(6) 2010, the patient was experiencing chest pain and coronary angiography was performed. Stent thrombosis was confirmed in the xience v stent. The thrombus was aspirated with an aspiration catheter and balloon angioplasty was performed for treatment. Another xience v stent was implanted to treat a new stenosis in the distal lad. On (B)(6) 2010, an intra aorta balloon pump was inserted into the patient for monitoring. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.0 x 20 majin ii, 3.0 x 8 fortis; guide wire: sion blue; guide cath: 6f kb al1 st. Factors that can contribute to difficulty deploying the stent (poor apposition) include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. The sds was not returned for analysis which may have assisted the evaluation, however, there was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Reportedly, the lesion was tortuous, which may have contributed to the stent not being fully opposed to the vessel wall, however, a conclusive cause cannot be determined. Angina and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. This suggests that there are no lot specific product quality deficiencies. A conclusive cause of the reported difficulty to deploy (poor stent apposition) and reported patient effects cannot be determined.